Manufacturer narrative:
Pending completion of device analysis and review of device history record. (B)(4).

Event description:
Sales representative contacted technical solutions to report a prometra ii 20 ml pump with underinfusion volume discrepancies. Representative also reported that the patient's catheter was previously revised due to occlusions and volume discrepancies, but the volume discrepancies continued. The patient had a dye study on the revised catheter, which showed the catheter was patent. The patient uses a ptc and that there were no known falls or mris. Pump was later explanted and replaced. MFR 3010079947-2020-00358 captured the patient's previous catheter revision.

Manufacturer narrative:
Corrected information: h3, h6. Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not show any visible anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within specification. The unit flowed at 90% efficiency. Internal complaint number: (B)(4).